Event description:
Patient was to receive septra at 500ml/hr for a 1036ml bag in which there was 36ml of septra and 1000ml of d5. The primary IV (.9ns) fluids were set to run at 125ml/hour. When the secondary IV infusion rate of 500ml/hour was supposed to have switched back to the primary rate of 125ml/hour; it didn't, and the secondary rate of 500ml continued for an amount of time unknown to the nurse. The infusion of the septra that was mixed in the d5 took 2hrs and 45minutes to run, when it was programmed to run over 2 hours. This was due to the fast rate and subsequent running in of some of the primary fluids at the same time as the secondary fluids (septra/d5). Between the secondary rate of 500ml/hr of running the primary fluids (.9ns)for a time, and the primary fluid (.9ns) dripping in with the septra/d5, the patient received approximately 240-345ml of ns at the rate of 500ml/hr. Staff unsure if flow rate was set incorrectly or if something happened with the pump. This could be prevented by staff checking the patient when the secondary fluids should be finished, and also confirming the pump set up is correct. The nurse should also be sure that the primary fluid bag is hung low enough to not flow in at the same time as the secondary infusion.clinical engineering evaluation: a review of the event log within the pump correlated to the event information. The staff, per order attempted to infuse a secondary infusion at 500ml/hr. Operational testing of the pump in the stated configuration showed that without the primary line clamped, siphoning would occur. Current pump software does not prompt the user to monitor and clamp, if necessary, the primary line when infusing a secondary infusion above 300ml/hr.staff to be advised to monitor any secondary infusions for siphoning of the primary bag as evidenced by primary line drip chamber activity specifically at rates nearing or above 300ml/hr.